Event description:
It was reported that the patient presented for device change out procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead failed to sense. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2023. The patient's condition was stable.